Event description:
After catheter placement, the dr injected contrast & an x-ray was done which showed extravasation 1.5 cm from the fold of the elbow. The catheter was removed. No patient injury was reported to have occurred.